Event description:
It was reported that a malfunction alarm occurred. There was no reported impact on the customer¿s blood glucose level. To address the issue, technical support arranged for the faulty pump to be replaced with a new one, and the customer was instructed to return the malfunctioning pump using a pre-paid label. The customer was guided on how to put the pump into storage mode and opted to use multiple daily injections (mdi) to ensure continuous insulin delivery in the interim.